Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1chgl, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1chgl, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not see improvement in their symptoms even with programming changes. Contributing factors to the reported event were unknown. They had tried different programs and kept a voiding diary with no results. The patient underwent a revision of the battery and the lead and it was reported that the issue was resolved. No further complications were reported or anticipated.